Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display for more than 30 seconds. It was unknown if the device was dropped or bumped. The customer¿s blood glucose level was 237 mg/dl. The battery cap was cracked. They will be sent a new battery cap. There was no clear indication that the display returned. The device will not be returned for analysis.